Event description:
There were frequent alarms for "sensor failure' from the iabp. There was no problem with the pump itself. Nursing staff called datascope hotline for assistance in managing the alarms. The insertion procedure was done during an emergent heart cath for acute mi. The iabp was discontinued the next day, approximately 8 hours post insertion as the patient no longer required it. Anecdotally, staff reported that the involved catheter "was very difficult to insert into the patient." Since this event, another physician has also indicated difficulty in inserting this catheter.====================== manufacturer response for catheter, intra-aortic balloon, sensation (per site reporter)======================manufacturer was aware at time of problem. Datascope asked for device to be returned. Staff delayed the returning of device.